Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: simplex p full dose 1 pack; 6191-1-001; unknown lot#, triathlon sym cone aug sz c; 5549-a-130; unknown lot#, triathlon asymmetric x3 patella; 5551-g-350; unknown lot#, triathlon cr fem comp #5 r-cem; 5510f502; unknown lot#, tri cemented stem 12mmx100mm; 5560-s-212; unknown lot#, tri ts baseplate size 4; 5521-b-400; unknown lot#, tri cemented stem 12mmx50mm; 5560-s-112; unknown lot#, unknown 15cc400145; unknown cat#; unknown lot#. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
As reported on mw5075603: "patient called to report problems with her stryker triathlon titanium knee replacement system. Patient stated that the day following her replacement surgery, she experienced extreme pain and suffering. The patient said that after doing some research, she discovered that the bone cement used during her knee replacement surgery matched the model number that was recalled. The patient said she found out later that the doctor broke her tibia and put pegs in her leg during the replacement surgery, but the doctor had not told her. Patient stated the entire knee that was replaced is in unbearable pain and she experiences severe headaches as well".